Event description:
Patient reported obtaining a blood glucose result of "hi" (> 600 mg/dl), while using suspect device. Patient reportedly switched test drums and immediately retested with a result of 59 mg/dl. No patient injury was reported and no treatment was received. A level-one control test was performed on patient's current strip drum (which generated result of 59 mg/dl) and the result fell within the acceptable range. At the time of the report, patient no longer had the strip drum which generated the result of "hi". Technical support requested the return of the suspect product and replacement product was shipped.